Event description:
It was reported that during a cori-assisted total knee arthroplasty (tka), the surgeon encountered an alignment issue with the cut block, which was initially positioned approximately 5.0 mm too anterior to the pre-operative plan. The surgeon re-punched and repositioned the block accordingly. Later, during the posterior femoral cut, no bone was resected when expected ¿ a situation referred as "air balling". A company representative confirmed the tracking arrays had not moved and the system passed all verification steps. An ¿internal error¿ message had occurred earlier during calibration, but the system resumed normal function after a restart. According to the plan, the team was two clicks out of the notch and expected to resect 5.5 mm posteriorly. It is unknown whether the team performed a re-cut or continued the case as is. The procedure resumed, after a non-significant delay, using the same device. No further complications or patient harm were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.